Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The numbers did not ramp up on its own or scroll bar moving with no input. Unable to confirm the alarm. The device had missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was unknown. The caller stated that insulin squirted out during the manual prime process. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.